Event description:
The article, "clinical assessment of sequential slow and ultra-slow thrombolysis approaches for stuck prosthetic valve thrombosis as a novel dose-adjusted regimen analysis (the multicenter cassandra study)", was reviewed. This research article is a retrospective multicenter experience to evaluate the effectiveness and safety of sequentially combining slow and ultra-slow low-dose tissue-type plasminogen activator (tpa) infusion regimens in patients with prosthetic valve thrombosis (pvt) and stuck valves, guided by cinefluoroscopy (cf) and transesophageal echocardiography (tee) imaging. The devices included in this study were st jude medical (mechanical heart valve), carbomedics, sorin-bicarbon, and ats. The article concluded that sequential thrombolytic therapy (tt) with low-dose slow- and ultra-slow-infusion of tpa is a safe and effective treatment strategy for patients with pvt and stuck valves. [The primary author was mehmet özkan, division of health sciences, ardahan university, ardahan, turkey.] [The corresponding author was macit kalçik, depertament of cardiology, hitit university,faculty of medicine, çorum, turkey, with corresponding e-mail: macitkalcik@yahoo.com.]. This study included pvt patients with stuck leaflets who underwent tt with sequential combination of slow and ultra-slow infusion of lose dose tpa regimens from january 2009 to december 2024. A total of 52 patients were included in the study, of which 55.8% (29) received an abbott device. The average age was 47.5 years. The majority gender was female. Comorbidities included atrial fibrillation and heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of mechanical heart valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation and heart failure. Complications reported included stroke, thrombus, bleeding, transient ischemic attack, intracranial hemorrhage, surgical intervention, unexpected medical intervention (medication required); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: clinical assessment of sequential slow and ultra-slow thrombolysis approaches for stuck prosthetic valve thrombosis as a novel dose-adjusted regimen analysis (the multicenter cassandra study) b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.